Manufacturer narrative:
It was reported to abbott a patient experienced a loss of therapy. X-ray showed a lead fracture. Surgery took place where both leads and the ipg were explanted without complications. Only one lead was confirmed to be fractured at explant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted. During surgery, it was noted that one lead had fractured.